Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician fixed the tubing in the ventilator, the tubing was pinched causing the malfunction. The reported issue was corrected after adjusting the tubing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator was auto cycling and not holding peep. It is unknown at this time whether there was any patient involvement, but there was no report of patient harm associated with this complaint.